Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log but was unable to reproduce the issue. The fse verified the main arm and sample nozzle and observed no issues. The fse resolved the issue by cleaning and lubricating the main arm and sample nozzle. A triiodothyronine (t3) test run was performed using wash and five sample cups, with no issues observed. Instrument validation was performed. Qc results passed within the published ranges. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 21dec2018 to aware date 21jan2020. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [4224] interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The probable cause of the issue is attributed to dirty main arm.

Event description:
A customer reported receiving error 4224 interference of dispensing nozzle z-axis of main arm on the aia-2000 analyzer. The customer stated the error caused the analyzer to go into abort pause and no results were generated. The customer performed an all set home command and the analyzer reset. The customer then processed another sample, and the same error occurred. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth), prolactin (prl), beta-human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.